Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a12.6mm icl implantable collamer lens, in the patients right eye (od). The reporter indicated the lens had excessive vaulting and elevated intraocular pressure (iop). The lens was torn before/during loading. A yag was performed for addition of new peripheral iridectomies. The lens rotated and was repositioned vertically but the problem was not resolved. The lens remains implanted. The pupil is dilated and fixed and doesn't respond to treatment. The reporter indicated the cause of the event was due to oversized icl. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected data: event - "the lens rotated and was repositioned..." Should be corrected to "the lens was repositioned..." Device code (B)(4). Device code(B)(4). Claim #(B)(4).